Event description:
It was reported that the materials department notified him that there was a device left in their area with no contact or information regarding the issue they had with the device. There has been no adverse event reported regarding the device.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred at the second firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.